Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported laser was intermitted and paused during ablation on a patient's eye during lasik. Physician performed calibrations and then laser showed an error message of internal energy too high and not in required range of 20%. Surgery was completed. Visual acuity was not checked after surgery.

Manufacturer narrative:
At the visit on site, the technician identified system message and calibrated the device. Review of the logfiles for the day of treatment confirms an energy warning message occurred during several treatments. This message occurred as well during an energy message, which resulted in this test not passed, i.e. Laser could not be used anymore at this day. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. Label is sporadically placed incorrectly on sensor and conductive layer (building a conductive path) may lead to intermittent negative impact of the sensor measurement. (B)(4).

Event description:
Upon follow up, event was reported to not have affected the patient or the planned results.